Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 220 mg/dl. The customer also reported that they had a possible under-delivery. The customer stated that the pump was almost not delivering insulin. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the device will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. Set the low reservoir reminder alarm for 20 units, installed a water-filled test reservoir, and primed the pump. Verified the test reservoir had 97 units left at the reservoir and on the display. Several boluses were programmed and delivered. The low reservoir alarm activated properly at 19.9 units left. Continued with an additional 17.6-unit bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 20-unit bolus delivery and the pump alarmed no reservoir detected properly. No low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. Low reservoir, reservoir estimate at 0 u, and no reservoir detected alarm anomalies are not confirmed. The pump history file lists 9 boluses on the event date, 7/27/2023, listed below: (B)(6)2023 04:41:26.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 12 bolusamountdelivered = 12 (B)(6)2023 05:35:02.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2.6 bolusamountdelivered = 2.6 (B)(6)2023 06:23:22.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1 bolusamountdelivered = 1 (B)(6)2023 08:40:38.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 7 bolusamountdelivered = 7 (B)(6)2023 08:47:04.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 (B)(6)2023 16:59:18.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 13 bolusamountdelivered = 13 (B)(6)2023 18:52:16.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 4 bolusamountdelivered = 4 (B)(6)2023 21:30:26.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 6.5 bolusamountdelivered = 6.5 (B)(6)2023 22:37:00.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2.1 bolusamountdelivered = 2.1 please see below for the daily total of all insulin delivered on the event date, 7/27/2023: (B)(6)2023 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = (B)(6)2023 00:00:00.000. Dailytotalofallinsulindelivered = 100.075. Dailytotalofbasalinsulindelivered = 51.375. Dailytotalofbolusinsulindelivered = 48.7. There were no auto suspend events on the event date, 7/27/2023. There were no user suspend events on the event date, 7/27/2023. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.